Event description:
Rec'd an electronic report from a peritoneal dialysis rn who reported the second connector on the tubing set leaked. It was learned the machine alarmed and the pt put the light on in the room, and then noticed the mattress was all wet and that the tubing set leaked out from the second connector. As a result, the pt notified the rn and then came into the clinic, had a culture done, had a new catheter extension set applied and was prescribed a prophylactic prescription of cipro 4 tabs po for 2 days. To date this pt denies any signs or symptoms of infection. The pt brought the tubing set into the clinic along with a companion sample. However, the rn examined the tubing set, removed the protective overwrap covering the second connector and noticed the connection was loose. She then discarded the set because it was used. She will see if she can locate it. She will forward both samples for eval if possible.